Manufacturer narrative:
The actual product was received for investigation. A device history review was completed on the lot number found on the sample.  The lot code indicated it was manufactured in 2012.  The lot was found to have been manufactured and released to predetermined specifications.  No anomalies were found during the review of the records. The received product showed no visible damage to the pack nor does it leak.  In accordance with the instructions for use (IFU) on the pack, the sample was placed in a refrigerator set at 38 degrees fahrenheit for 15 minutes.  It was then removed and the temperature was checked with a digital thermometer.  The lowest temperature achieved was 51.1 degrees f.  This temperature would vary somewhat dependent upon the temperature setting of a given refrigerator.  It does not appear that it would be possible for the pack to reach a low enough temperature to cause frostbite.  We were unable to replicate the complaint.

Event description:
Consumer called to report a blister after using a cold pack.